Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the distal tip measuring 52.3 cm was returned for analysis. External insulation abrasions were noted at 112.4 cm to 12.7 cm from the distal tip, consistent with lead friction to another device or feature of the heart. The inner coil was exposed in this abrasion region. Internal insulation abrasion breaching rv cables lumen was noted at 8.8 cm to 10.9 cm and 11.6 cm to 15.3 from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.